Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report represents the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 68-year-old male with acute myocardial infarction and cardiogenic shock, pre support clinical status consistent with scai shock stage e, underwent impella support. An impella cp was implanted on (B)(6) 2026 at 23:55 and explanted on (B)(6) 2026 at 13:55. During support, the primary care team reported a console issue in which the aic displayed an ¿ac power disconnected¿ advisory that did not resolve despite connection to multiple wall outlets, and the console was reportedly not charging. Concurrently, the patient developed hematuria described as dark amber urine with elevated ldh (2210) that was trending upward, as well as low urine output. Due to concern for hemolysis and clinical status, the patient was upgraded to an impella, which was implanted on (B)(6) 2026 at 13:57 via right axillary surgical access and explanted on (B)(6) 2026 at 10:00. The patient survived to explant. No complaint was reported for the impella 5.5 system. The impella cp was not returned. No troubleshooting steps were documented, and the console issue was not reported as resolved during the event. The adverse event met seriousness criteria for permanent impairment and medical intervention, and the event was assessed as probably related to the impella device. This event was not considered an unanticipated adverse device effect. The patient remains on impella 5.5 support.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemolysis/mechanical interaction with blood could not be determined due to insufficient clinical information and no return of the device. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 catalog number and d4 serial number have been corrected, updated accordingly. Related report number. This is one of two device reports related to the event. Refer to h10 for the related report number(s).